Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing, fse found that the grabber cards were defective resulted in the system not being able to complete the startup sequence. The fse replaced flexvision pc, hdd, re-loaded software, and updated grabber card¿s firmware. After replacement of flexvision pc, hdd, re-installation of software and grabber card¿s firmware updated, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system would not power on. No patient or user harm was reported. Philips has started an investigation of this complaint.